Manufacturer narrative:
D3: correction. H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming '41628' with a red screen and triangles. Per reporter, the patient had just had surgery and got home. The battery door was opened/closed but the alarm persisted. Per reporter, the batteries were replaced with new ones, but alarm still persisted, and the battery door was tried again but they could not clear alarm. Reporter states the pump was still alarming with the batteries removed. The patient was redirected to anesthesia/surgery center. No patient harm/adverse event reported.